Manufacturer narrative:
The device was returned, and the evaluation found a broken lens in the optical system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had a cracked lens. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: g2 ("health professional" must be selected as the contact is a health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the determined error patterns indicate that the cause for the described issues is the application of excessive force during the use of the device. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.